Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their family physician with dyspnea. According to the patient, the physician ran an electrocardiogram and then commented that "there are not spikes." The patient suspected that "the top lead [is] not working." The patient's entire system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.